Event description:
On (B)(6) 2019 an i.v. Station device mislabeled a bag preparation. The label intended for a heparin preparation contained the corrent heparin information, but also contained some information for a separate vancomycin preparation. The label containing duplicative and incorrect content was identified and discarded, and as such there is no adverse patient effect. However, if the malfunction causing incorrect content to print on a label were to recur, there are potential circumstances that would result in the incorrect preparation being used, potentially causing serious injury and/or death.